Manufacturer narrative:
The lot number was updated to 14025012 per new information received.

Event description:
It was reported that during a procedure, the top of the autoplex system broke where the button is depressed, which caused a 30 minute delay in the procedure. It was reported that no additional anesthesia was required and that the procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the lid was found to be broken/fractured and cement leakage was observed on top of the mix chamber. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure the top of the autoplex system broke where the button is depressed, which caused a 30 minute delay in the procedure. It was reported that no additional anesthesia was required and that the procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.